Manufacturer narrative:
Reporter is company employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 26, 2020, the handle with quick coupling small broke at the rivet point. The device is old and worn out. There was no patient involvement. This report is for one (1) handle with quick coupling, small. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the handle with quick coupling, small ( product code: 311.43, lot no: 5260432) was received at us cq for investigation. The visual inspection of the received device indicated that the handle component was broken at the dowel pin location. The dowel pin component was still secured in its position and the broken handle component piece was held in between tap holder assembly and dowel pin. Thus the complaint condition was confirmed for the received device. Conclusion: the complaint was confirmed for the received device as the instrument was received with a broken handle. A valid design defect was identified as the root cause of the cracked condition. CAPA was launched to address the design defect and was closed on 02-aug-2017 after effectiveness monitoring of the design changes was deemed effective. No manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. See related action. Based on these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 311.43, synthes lot number: 5260432 , supplier lot number: n/a, release to warehouse date: 16jun2006, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: investigation summary. Flow: damage. Visual inspection: the handle with quick coupling, small ( product code: 311.43, lot no: 5260432) was received at us cq for investigation. The visual inspection of the received device indicated that the handle component was broken at the dowel pin location. The dowel pin component was still secured in its position and the broken handle component piece was held in between tap holder assembly and dowel pin. Thus the complaint condition was confirmed for the received device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed during this investigation as the root cause of the device condition has been identified as a device design deficiency, which has subsequently been addressed through CAPA. Document/specification review: CAPA was launched on nov 03, 2015 to identify the root cause of handle breakage and reduce its occurrence. Through the CAPA investigation, it was determined that the root cause of the handle cracking was that the tolerances of the holes in the handle were too tight. Depending on the material condition, the press fit between the metallic shaft/dowel pin and their corresponding holes in the handle could lead to an excessive interference fit condition, in which internal stresses within the handle are created. These internal stresses could lead to the handle cracking and/or breaking. The respective drawings were updated through action activity and the design updates were deemed effective through effectiveness actions. Hhe determined the risk levels associated with a cracked complaint condition were low and medium and determined that an update to the risk documentation was required, which was done through CAPA. The CAPA investigation determined that a new, limited scope dcrm would be created through action activity to document the occurrence rates, severity levels and harms for device 311.43. The new dcrm was approved and released on jan 20, 2017. Conclusion: the complaint was confirmed for the received device as the instrument was received with a broken handle. A valid design defect was identified as the root cause of the cracked condition. CAPA was launched to address the design defect and was closed on aug 02, 2017 after effectiveness monitoring of the design changes was deemed effective. No manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. See related action. Based on these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: part number: 311.43, synthes lot number: 5260432 , supplier lot number: n/a, release to warehouse date: jun 16, 2006, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.